Manufacturer narrative:
This type of event is address in device labeling.

Event description:
Per the audiologist, 2005 the pt was unable to keep the external transmitting coil securely over the internal device even using the strongest external magnet. The recommendations made by the audiologist to solve the problem with the magnet fitting securely did not alleviate the problem. Surgery to thin the skin flap was refused by the pt. In 2007, the patient underwent skin flap revision surgery. In approx two months later, the audiologist reported that the coil is staying on better.